Event description:
It was reported that the patient's blood glucose level rose to 16.8 mmol/l (302 mg/dl) while wearing the pod for approximately 5 to 24 hours. The pod reportedly began to detach from the abdominal infusion site, and the cannula became dislodged. The patient stated that the pod was partially falling off, so tape was applied; however, blood glucose levels subsequently increased, and the patient requested a replacement. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.